Manufacturer narrative:
On 10/3/2019, since the product has not been returned, it has been concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s normal physiologic response to the implantation of a foreign object. Capsular contracture is a known complication associated with these devices as stated in the IFU. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/13/2019, it was reported to mentor that the patient had bilateral breast chronic mastodynia following mastectomy with reconstruction in the past. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture facility information: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary with a mentor memoryshape breast implant 620cc and experienced rupture on the right breast implant. The patient experienced pain and discomfort bilaterally. Breasts were hard and firm. Shooting pain on the right side. As a result, the patient had undergone removal without replacement on (B)(6) 2019.this medwatch is for the left breast implant.